Event description:
The customer reported the system displayed a fatal error message and thereby failed to fluoro. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monoblock, monoblock controller, precharge pcb, and generator batteries were replaced. The system was then found to be operating as intended.